Event description:
It was reported that a li-ion battery faulted. Fault light was unable to be cleared. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse li-ion battery involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Archive analysis for the returned li-ion battery revealed that the battery was left in the autopulse platform for approximately 12 days. The probable root cause attributed to the customer's reported complaint may have been due to user error or misuse. For instance the user left the li-ion battery in the autopulse platform for an extended period of time and did not follow the instructions for charging, battery rotation and the use of the battery status button. The autopulse power system guide (12457-001) and the li-ion battery insert (12546-001) state the following "caution: it is strongly recommended that a battery not be stored in autopulse when autopulse is not active service (shift deployment) or is in extended storage. Storage in autopulse longer than a week may result in irreversible damage to the battery." Stn number k112998.